Event description:
The exams are profiled to different pt in pacs database. There was no reported pt injury associated with this event.

Manufacturer narrative:
This MDR is being submitted late as this is part of our ongoing quality improvement activities. We have updated the risk assessment control record, and the update has resulted in the assessment that this reported complaint meets the reportability criteria as outlined in the risk assessment control record for ge healthcare. A follow-up report will be filed when investigation has been completed. (B) (4).